Event description:
It was reported a patient presented in clinic for an implant procedure on (B)(6) 2024. During the procedure the atrial lead had a small perforation, which was fixed by the physician. The following day, it was discovered the newly implanted right ventricular (rv) lead had dislodged so an additional procedure was performed on (B)(6) 2024 to revise the rv lead. Post-procedure the patient was stable.

Event description:
New information received notes the patient presented with shortness of breath due to atrial lead perforation. The right ventricular (rv) lead had r-wave amplitude variation and failure to capture, leading to the revision on (B)(6) 2024. Post-procedure the patient was stable.